Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had drive motor anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump rejects new battery and also grinding noise when rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. The test battery was removed and reinserted with no failed battery test alarm noted. No drive or motor anomaly or unexpected motor grinding noise noted. The motor was tested outside of the device and passed. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.